Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal diversion surgical procedure, during the dissection of lymph nodes, the monopolar curved scissors (mcs) accessory came off from the mcs instrument, falling into the pelvic area. The mcs tip cover accessory was retrieved without issues. The monopolar curved scissors (mcs) tip cover accessory was inspected, and it was noted to be visually abnormal. It was cleaned with a wet cloth and dry sponge. A new tip cover was applied, and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and accessory were inspected prior to use and no damage was identified. The assistant resident used a laparoscopic fenestrated grasper to retrieve it. The mcs instrument was in use for more than 1 hour. The mcs instrument worked fine for the main dissection of ureters prior to the incident. The instrument did not collide with any other instruments during the surgical procedure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure using the installation tool. The orange surface was not visible after the tip cover was installed. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover accessory installation. The mcs instrument were not removed or switched once the case started. The customer was not sure if the mcs was still in circulation or expired and disposed of. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.